Event description:
It was reported that while setting up for a breast biopsy procedure, the control module's lcd screen would not come on. The unit was shut down and rebooted and after about 20 minutes the lcd screen turned on. The case was continued using the unit but it had to be shut down and rebooted several times. There was no pt consequence reported.

Manufacturer narrative:
Based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint of "the lcd screen would not come on", and found this was due to the uniboard. To correct this issue, the analysis site replaced the uniboard. As part of the service process, replaced the muffler and applied dow corning lubricant to the dc motors. After servicing, the unit passed qa inspections. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.